Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.

Event description:
It was reported that 16 days after an uneventful ion endoluminal lung biopsy procedure, the patient developed a chest infection/pneumonia, which required medical intervention and hospitalization. The target nodule was located in the right lower lobe (rll). The ion procedure was completed as planned with no delays and no device malfunctions. The patient presented to the emergency room (ER) with fever, chills, and malaise. A chest CT scan detected right lower lobe (rll) airspace disease. The patient was given dual antibiotic treatment and discharged the next day. Per the study coordinator, the infection was reportedly not related to the ion system but possibly related to the patient¿s pre-existing condition(s) and the procedure. There was no device malfunction associated with the event.